Event description:
It was reported that this unknown patient presented to the clinic for a routine follow up in which an alert was observed for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead for noise and oversensing. The noise was not reproducible with isometrics testing. Programming changes were recommended for the rv sensitivity. This patients condition was stable throughout this event. This ICD remains in service. No additional information is known.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.